Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 440 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they ate food, bolused and their blood glucose remained high. Customer treated their high blood glucose via manual injection. Customer advised they took lantus followed by novo log and their sugar level remained high. Customer advised their site was bleeding and declined to perform the high pressure test. Customer advised they would treat themselves with manual injections and follow up with their healthcare provider.